Event description:
The patient underwent a chest reconstruction surgery. Two days post-op, the patient experienced a wound separation. Re-closure was performed in the clinic with local anesthesia and suture and steristrip.